Event description:
According to the reporter during a tonsil surgery, for reasons beyond the control of the ward nurses, the unit had run out of conventional, short-tip monopolar diathermy tips. They had to use a replacement burn tip, where the area that delivered current and affected the patient was many times larger than the conventional tip. The patient in the ward suffered a minor injury while using these. The patient suffered a burn on the surface of cheek mucosa, as the tissues heated up.

Manufacturer narrative:
D10 concomitant products: unknown pencil, unknown pencil (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.